Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had fluctuating glucose levels and suspected the ilet was delivering excess insulin. After reaching a low of 42 mg/dl the user reached a high of 243 mg/dl. The device continued to provide automated insulin delivery and issued glucose alerts during the event. The patient was able to correct both high and low glucose excursions and resumed use of the system.